Event description:
An emergency room physician reported that a pt was in the ER complaining of an increase in seizures along with an increase in the intensity of her seizures. It was noted that her increase in seizures was below her seizure frequency prior to vns. The pt's treating neurologist was out of town at the time, and the ER physician did not have a vns programming system. F/u with the company rep revealed that the pt does not have a physician to see at this time. The rep is working to find her a physician, but there is currently no history on this pt. Attempts for add'l info have been unsuccessful to date.